Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the touch panel was "stuck" on a preview window and that the wall monitor connected to their hexavue custom room rack was flickering and displaying distorted images. The technician performed power cycling and reseated the cables, changed the usb-x connection back to the avc-x, tested the function and operation of the hexavue custom room rack, confirmed it to be operating to specifications, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue custom room rack was "stuck" on a preview window and the monitor connected to their hexavue custom room rack was flickering and displaying distorted images. No report of injury or procedure delay.